Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was missing segments. Customer blood glucose reading was 118 mg/dl. Customer stated the insulin pump fell while running. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. The insulin pump was received with cracked reservoir tube lip and minor scratched lcd window.